Manufacturer narrative:
H6: investigation summary it was reported that when the cap was removed from a flush the tip was noticed to be discolored. To aid in the investigation, one photo and one sample were provided for evaluation by our quality team. The photo shows the bottom part of a syringe with no packaging flow wrap. The tip cap is missing and the syringe barrel has the luer discolored. The sample received also came with no packaging flow wrap. A visual inspection was performed and the barrel luer tip is discolored. An alcohol wipe was used to test if the discoloration could be removed. It was not possible to remove the discoloration, therefore the discoloration is embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup/restarts of the injection molding process. A device history record review was completed for provided material number 306547, lot 0325421. The review did not reveal any detected quality issues during the production of this lot that could have contribute.d to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. See h10

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in syringe or other fluid path. The following information was provided by the initial reporter: material no.: 306547 batch no.: unknown (provided 0.25421) rn entered patient room to flush medication. Ns syringe unwrapped from packaging. Rn cleaned line prior to attaching flush. Rn removed cap from ns syringe and noticed rust colored discoloration at the tip of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that when the cap was removed from a flush the tip was noticed to be discolored. To aid in the investigation, one photo and one sample were provided for evaluation by our quality team. The photo shows the bottom part of a syringe with no packaging flow wrap. The tip cap is missing and the syringe barrel has the luer discolored. The sample received also came with no packaging flow wrap. A visual inspection was performed and the barrel luer tip is discolored. An alcohol wipe was used to test if the discoloration could be removed. It was not possible to remove the discoloration, therefore the discoloration is embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup/restarts of the injection molding process. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced foreign matter in syringe or other fluid path. The following information was provided by the initial reporter: material no.: 306547, batch no.: unknown. (Provided 0.25421) rn entered patient room to flush medication. Ns syringe unwrapped from packaging. Rn cleaned line prior to attaching flush. Rn removed cap from ns syringe and noticed rust colored discoloration at the tip of the syringe.